Event description:
Information was received from a trial patient via a manufacturer's representative (rep). It was reported that the patient had urgency to go to the restroom and when she got there was unable to void. The patient reported that this urge happens every 15-30 minutes or so and she has been just holding it after so many times of attempting to void with no fluid release. The patient reported increasing their fluid intake and was still unable to void. The patient reported being concerned about not being able to use the restroom at all. The patient was advised to speak to their healthcare professional about this issue. Additional information was received and it was reported that the patient felt pain from stimulation in the groin area.